Event description:
Healthcare professional reported the pt received a full root freestyle valve in 1999. Pt's condition deteriorated and in 2000 pt was reoperated. During the procedure a ruptured cusp on the freestyle valve was observed along with an acute abscess (endocarditis). A homograft was implanted.